Event description:
An endurant stent graft was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. The aneurysm size is unk, but greater then 5 cm. Vessel morphology was reported as the aortic neck was short, 5 mm in length and was 33 mm to 35 mm in diameter. The left renal was about 2 cm lower then the right renal artery. The physician had two possible plans for this case. The first plan was to implant the device below the renal artery and see if a seal could be achieved, if the seal was not achieved the physician's plan was perform a chimney technique and cover the left renal artery. The stent graft was implanted below the renal artery however there was a proximal type I endoleak. The physician proceeded with the chimney technique; guide wire access was obtained into the left renal artery however the catheter could not be advanced into the renal artery. At this time, the physician ended the case. The pt will be monitored and if the type I endoleak has not resolved the physician will performed a renal to splenic bypass. No clinical sequelae were reported an the pt is fine.

Manufacturer narrative:
Eval, results: (endoleak), (short aortic neck), (short aortic neck). Conclusion: (short aortic neck).